Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should photos or videos of the defect be provided, the complaint will be reopened and updated.

Event description:
The account alleges that when flushing a pleural drainage catheter that was placed within a patient at a later date, a tiny hole was noticed near the hub of the catheter. No medical or surgical intervention was required. The procedure was successfully completed, and the device use was discontinued. A new device was not placed within the patient.